Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00030).

Manufacturer narrative:
The service provider provided the investigation report on 07/07/2021. The actual device was tested. The pump failed the flow rate testing. The flow rate deviation is outside of the ±5% specification. The reported issue was confirmed. The pump was repaired, tested, and meets full specification.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 06/07/2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and stated that pump 618246 was not infusing at the right rate. The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.